Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report that the transmitter did not blink when connected to the sensor. The customer's blood glucose reading was unknown. The customer was advised to check for a bent, damaged, or retracted sensor, and the customer found that the cannula was missing. The customer was advised that the sensor would be replaced. No further assistance or details was provided.